Event description:
It was reported that the patient presented in clinic due to an alert for high, out of range hv lead impedance. In clinic impedance measurements were normal. The svc coil was programmed off. Patient condition was good after event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Additional information received indicated that the lead was capped and replaced on (B)(6) 2016.